Event description:
Pt was referred to our office and came in today ((B)(6) 2015) with smartest persona meter model 6277 (B)(4) and reported symptoms of being hungry, tired and thirsty. She also indicated that she had been to ER over weekend because her meter indicated her blood sugar was over 500. They did not give her any treatment at ER and sent her home. After reviewing her meter history, the last 20 readings range from 187 to 335. We tested her in office on an aviva meter and her blood sugar was at 86mg/dl. Immediately, we tested her using the persona meter and her blood sugar was 331. Dr. (B)(6) feels that this glucose meter needs to be carefully investigated given the inaccuracy of its history and results. Dates of use: (B)(6) 2015. Event abated after use stopped or dose reduced? Yes. (B)(4).